Manufacturer narrative:
The complainant made no indication of any omnilife science device malfunction or deficiency related to the identity, quality, durability, reliability, safety, effectiveness or device performance contributing to the adverse event. Review of the manufacturing documentation and sterilization documentation for the devices in question revealed no deviation from process or non-conformity of product that would have caused or contributed to the adverse event.

Event description:
The complaint involved a patient who underwent a hip revision surgery on (B)(6) 2017. The original surgery is dated (B)(6) 2010. The revision surgery occurred because of elevated cobalt chrome levels. During the revision, the original non-omni metal on metal articulation cup was removed and replaced along with the omni femoral modular neck. The original short +47.5 neutral neck was replaced with a size long 50, 13 degree anteverted neck.